Event description:
A customer stated that on the day of the event customer received results of 316 mg/dl using the glucometer elite system. Not believing the result customer tested using a competitive system and received a result 134 mg/dl. On the folowing day, customer tested blood sugar and received a result of 284 mg/dl and based on this result took medication and a short time later customer's blood sugar at home was 200 mg/dl. Customer realized that customer took too much medication (since customer's blood sugar dropped so fast) and went to a local hospital for testing. At the hospital approx. 20 minutes later, customer's blood sugar was 156 mg/dl. While on the phone a review of the system was attempted. The customer did not have the requisite supplies. These items are being supplied. Follow-up will be made.